Event description:
Caller stated that she sought medical attention on (B)(6) 2023 between 2-3:00pm at home. Caller stated that the end-user tested his prodigy meter and received a result of 40mg/dl. A normal result for that time of day is usually around 150-200mg/dl. The caller stated that the paramedics were called a few minutes after testing due to the end-user having difficulty speaking and standing up. Caller stated that the end-user had a few sips of dr. Pepper while waiting for paramedics to arrive. Caller stated that the paramedics arrived within 10minutes and tested the end-user with their glucometer and received a result of 59mg/dl and 359mg/dl. Paramedics gave the end-user glucose solution to help raise is blood sugar. The end-user was then transported to (B)(6) hospital (B)(6) located at (B)(6). Caller does not recall what the end-users blood glucose was when he arrived at the hospital. Caller stated that the end-user was given x-rays and had bloodwork done and he was given orange juice. Caller stated that the end-user had a change to his insulin prior to the medical event that was from 15-10units twice a day. Caller stated that the end-users blood glucose was 150mg/dl when he was discharged. No additional information was provided.